Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During procedure, there was no resistance during insertion of the esheath. It was noted that the delivery system and valve jumped forward slightly upon crossing the distal tip of the sheath. There was no withdrawal difficulties. After the esheath was removed, it was noted that the distal tip of the esheath was torn. There was no patient injury. The provided post-procedural device image was reviewed and sheath distal tip torn radially with stretching visible was observed.